Manufacturer narrative:
Zimmer biomet (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported by the customer that the implant was unable to be placed as the bone was not strong enough therefore they removed the implant and grafted the site. Patient will return after the bone heals. Tooth #30.

Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Section updated: e1: email address has been added.

Event description:
There are no changes to original event description reported.